Event description:
It was reported to medtronic minimed that the customer reported insulin flow blocked alarm and the insulin pump display went off. The customer no adverse event. The event involved product(s) mmt-332a, mmt-383a, mmt-1884l. Troubleshooting was performed for insulin flow block and the customer reported a past event that was not resolved. Troubleshooting was performed for blank display and found that battery cap contacts and battery compartment and/or springs were not damaged. The display did not return after inserting a new battery. No harm requiring medical intervention was reported. No product return is reported required for mmt-1884l. No product return is reported required for mmt-332a. No product return is reported required for mmt-383a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with blank display. Unable to verify insulin flow block alarm due to blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test due to blank display. Unable to download/upload into thump due to blank display. The following were noted during visual inspection: minor scratched display window, scratched case, peeling display window cover, keypad overlay texture damage, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, cracked battery tube side, cracked battery tube threads, and missing serial number label. Pump was cut open to perform visual inspection and found moisture damage on the pcba1 and pcba2. No damage noted on the motor and force sensor. Force sensor zero offset within specification (23.6mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. Display anomaly-blank display confirmed due to moisture damage on the pcba1 and pcba2. Delivery anomaly-no delivery/occlusion alarm (insulin flow block alarm) unknown due to blank display. For additional information regarding the tests performed refer to (B)(4)¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.